Event description:
Subsequent to the initial medwatch report filed (B)(4) 2015, the following new and amended information was received. A arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6fr sheath after a peripheral interventional procedure. Reportedly, the device failed to deploy correctly. Hemostasis was achieved using a second proglide device. No additional information was provided.

Event description:
It was reported that suture placement was attempted in the calcified left common femoral artery (lcfa) using the preclose technique prior to an endovascular aortic repair (evar). The arteriotomy was 5fr and during the evar procedure, the sheath was upsized to a 21fr. Reportedly, the proglide device misfired. A second proglide device was used with the same results. Two additional proglide devices were used for successful suture placement. The evar procedure was completed and hemostasis was achieved with the sutures of the two additional proglide devices. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and in-training in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report reference number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failed to deploy correctly was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additional information received indicated that only one proglide device failed during the reported patient event, not two proglide devices as initially reported; the follow-up report was submitted to correct this information.